Manufacturer narrative:
Additional information: correction: evaluation summary: post market vigilance led an evaluation of one device. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the bronchi during a thoracoscopic wedge-shaped lobectomy, the device was unable to fire and the handle could not be squeezed. There was no patient injury.

Event description:
According to the reporter, intra-operatively, the device was unable to fire and the handle could not be squeezed. Patient outcome is unknown.